Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was running low in 40's mg/dl. Customer blood glucose level was 48 mg/dl. The customer was treated with carbs. It was unknown that auto mode feature was active at the time of low blood glucose event. Customer also reported insulin pump told them to change sensor after calibration not accepted. Customer declined troubleshooting for low blood glucose level. The device will not be returned for analysis.